Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2017. The customer blood glucose level was over 1300 mg/dl. The customer declined troubleshooting for high blood glucose event. Customer experienced symptoms such as gastro paresis which lead to high blood glucose event. The customer was treated with insulin drip during hospitalization. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.